Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jun-06 reported the device was sent to the hospital pathology department. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml bupivacaine at an unknown dose and 20 mg/ml dilaudid at an unknown dose via an implantable pump for non-malignant pain. It was reported that the patient saw the 8474 code on her personal therapy manager (ptm). When the rep interrogated the pump, the logs showed a low battery reset and safe state had occurred. It was noted that the reset occurred on (B)(6) 2017 and the pump was in minimum rate. No symptoms were reported.

Manufacturer narrative:
This event has been changed from a malfunction to a serious injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported personal therapy manager (ptm) showed code 8474. It was noted that the healthcare professional (hcp) calling had limited information, but was asked by another healthcare professional what an error code 8474 meant. It was noted that the patient reported this to the hcp. It was discussed code 8474 means the pump reset. It was noted that the patient was not with the hcp, and it was discussed to bring the patient in and check the pump status with logs to confirm the reset and other possible alarm logs. The hcp was going to follow up with managing hcp and get the pump status with logs checked. No symptoms were reported. The event date was (B)(6) 2017. It was later reported from a manufacturer representative that the patient's identity was confirmed. The battery was interrogated and logs were obtained. The logs stated low battery reset had occurred and the battery was in safe state. The patient's therapy was re-initiated at the same dose per healthcare professional to prevent withdrawal while the patient was placed on the schedule for pump replacement. The patient was scheduled for pump replacement on (B)(6) 2017 and the pump was replaced on (B)(6) 2017. It was noted that the rep was not aware of the patient's weight at time of event. The rep was not sure if the pump was returned for analysis as they were not present for replacement. No further complications were reported/anticipated.